Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11 corrected fields: g2. A getinge field service engineer (fse) evaluated the unit and after testing, it was found that the drive valve group was leaking. The alarm was caused by the valve group leaking. The customer has been informed that the equipment is currently unavailable. After replacing the spare parts, it can be used only after testing to meet the factory requirements. The progress of the repair has been communicated with the customer many times. There is currently no repair reply. We are waiting for the customer's reply to the repair later. The equipment has been informed that it is unavailable. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text: unknown.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a high temperature alarm. The unit was immediately replaced after the alarm. There was no personal injury reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a